Event description:
It was reported that the implantable cardiac monitor could not be programmed. After a device software download, the device was programmed successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.